Event description:
On november 19, 2009 the facility?s technician reported to baxter global technical services that on an unknown date one colleague volumetric infusion pump-single channel in which the stop key is inoperable. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently no known.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).